Manufacturer narrative:
(B)(4). Batch # n5340w. Additional information provided: correct the event description "after surgery, tried to fire again, found could fire but no staple driver and staple.", the correct one is "after surgery, tried to fire again, found could move forward the firing knob, but no staple driver was pulled out and no staple was presence." Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was received unfired and with the swing tab in the locked position. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); this may appear as the device not closing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the radical gastrectomy for gastric cancer, could not fire with sr75. After surgery, tried to fire again, found could fire but no staple driver and staple. Another device was used to complete the surgery. There were no adverse consequences to the patient.